Manufacturer narrative:
The console was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that an account staff member received a shock after touching the back of the console where the cord attaches during a podiatry procedure. The shock was not severe, and no medical intervention was required. The case was completed with the same device without a procedural delay. There were no adverse consequences as a result of this event.